Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had a hole in the middle of the tubing. This occurred during infusion. The reporter stated that the hole caused the tubing to separate. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further follow-up, the customer stated that the ¿leak¿ occurred immediately after the set was spiked into a manual bag of unspecified normal saline. No additional information is available. Based on the evaluation, the separation and hole in tubing were determined to be two separate issues. The separation is captured in (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. The sample arrived out of the pouch primed. Visual inspection showed that there is a cut in the tubing with the appearance of a pinch mark approximately 3/8 of an inch from the tubing end. This complaint will be confirmed for the reported issue of cut/slice/hole. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.